Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 operating system: ap3a.240905.015.a2.s928usqs4byg2 hardware: sm-s928u cgm sensor type: g7.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels declined to 35 mg/dl. The patient's did not provide information on the patient's symptoms, how they were treated for the issue and duration of the medical event. It was also reported that the controller was stuck on 19 out 29 loading screen.

Manufacturer narrative:
Additional information was provided on the case so please see below that has been updated: updated b5: from "it was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels declined to 35 mg/dl. The patient's did not provide information on the patient's symptoms, how they were treated for the issue and duration of the medical event. It was also reported that the controller was stuck on 19 out 29 loading screen." To "it was reported that the patient had to seek medical attention with hypoglycemia. The patient's blood glucose levels declined to 34 mg/dl. The patient mentioned that they were convulsions when 911 was called. The paramedics treated the patient with glucagon and then a type of gel in case they needed it. The patient was released the same day and did not need to go to the hospital. It was also reported that the controller was stuck on 19 out 29 loading screen." Updated b2 from hospitalization to other serious added e0109 to h6 health effect - clinical code.

Event description:
It was reported that the patient had to seek medical attention with hypoglycemia. The patient's blood glucose levels declined to 34 mg/dl. The patient mentioned that they were convulsions when 911 was called. The paramedics treated the patient with glucagon and then a type of gel in case they needed it. The patient was released the same day and did not need to go to the hospital. It was also reported that the controller was stuck on 19 out 29 loading screen.